Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Date of implant has been estimated. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
The following information was reported through a newspaper article titled, 'bio-stents fail in the practical test.' An outside publication from switzerland involving 1800 patients reported that two years post treatment the risk of thrombosis in patients with the absorb scaffold was five times higher than in patients with a standard metal stent. The type of treatment was not specified. Details are listed in the article.